Event description:
Boston scientific received information that the patient with this right ventricular lead was seen in clinic for routine follow up. The lead displayed increasing pace impedance measurements and noise. The noise had been oversensed which lead to stored episodes of ventricular tachycardia. The noise was easily reproduced with arm movements. The lead was suspected to have fractured. There were no adverse patient effects reported. A lead revision procedure was performed where the lead was capped and replaced. Again, no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.